Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was caused by the generator not being ready. The x-ray relay was replaced and a wire on the j7 connector was reconnected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device system. It was reported the image acquisition system (ias) would not boot and showed three reds xs. The site rebooted the system multiple times and tried reconnecting the mobile view station (mvs) interface cable without resolve. This issue was noted outside of a procedure, and there was no patient involvement.